Manufacturer narrative:
The event was discussed in literature article "postoperative surface deposits on intraocular lenses in children" by guy kleinmann, md, david j. Apple, md, liliana werner, md, phd, suresh k pandey, md, irmingard m. Neuhann, md, ehud I. Assia, md, david e. Laws, frcophth, o. Arambulo de borin, md, nick mamalis, md. According to the literature, the lens stained positive for the presence of calcium with alizarin red 1% and tested positive for calcium and phosphorous through energy dispersive x-ray spectroscopy (eds) but that as the product has not been returned for evaluation, this cannot be confirmed internally. Three (3) major types of calcification have been identified. The primary form refers to calcification is caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. Various mechanisms explaining the formation of mineral deposits have been suggested. The underlying pathogenetic mechanisms of delayed postoperative calcification remains unknown and a broad spectrum of biological, pharmacological, technological, and/or certain topical environmental factors may be involved. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. As the product has been discontinued, no corrective action is necessary at this time.

Event description:
It was reported in a literature case a toddler patient with bilateral familial congenital cataract had uneventful phacoemulsification in the left eye (os), posterior capsulotomy, anterior vitrectomy, and intraocular lens (iol) implantation. The surgeon used saline solution 0.9% and sodium hyaluronate 3%-chondroitin sulfate 4% (viscoat) during the procedure. The patient was treated with intensive topical anti-inflammatory and antibiotic medications for the first month post-operatively. The clinical follow up was unremarkable. One year after surgery, the left iol began to appear dull, with progressive opacification associated with a decrease in visual acuity from 20/40 6 months post-operatively to counting fingers at 6 m. Ten months later, the left iol was explanted and replaced with a different model iol. At time of exchange, the original iol was in the bag with pigments over the anterior capsule and no synechias. Visual acuity improved to 20/50. The study author has indicated that no additional information is available for the case.